Manufacturer narrative:
An event of inability to fully retract the valve and inability to separate the valve from the delivery system was reported. The investigation into the received device and photos from the field found that the valve capsule had buckled and that the valve did not appear to have been misloaded. The deployment wheel functioned as expected upon receipt at abbott, and the valve was deployed from the delivery system with ease. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported a flexnav delivery system lg was used in a valve implant procedure. During the first attempt at implant, the device was fully re-sheathed, the user twisted both "wheels" the grey and the blue in order to successfully recapture the valve. However, the user reported when the wheel was finished turning, the valve was not fully recaptured. The user reported seeing kinking and wrinkling of the protective sheath. The stent of the valve outside of the protective sheath. Through the screen a deformation of the protective sheath was visualized. It did not cover the valve completely. The user pulled the valve out of the patient carefully while assistance to load a new valve was required. Once the valve and delivery system was removed from the patient, the rep could not separate the valve from the delivery system due to the blue wheel (deployment/re-sheath wheel) not working making it impossible to unload the valve from the delivery system. Both devices were exchanged with new. The second attempt to place the new valve was successful. On 21 october while being observed on a telemetry unit, sinus dysfunction was reported. Images of left bundle branch block and right bundle branch block were noted. The patient remained hemodynamically stable and asymptomatic. On 22 october the patients echocardiograph (ECG) revealed right bundle branch block and long pr segment with ventricular rhythm and retrograde p wave. An electrophysiological (ep) study was performed on 25 october. The results revealed the integrity of the his-purkinje system was in baseline condition. No additional information has been received.